Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced the i.v shields and/or protective cap coming off, exposing the needle. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that the seal was broken and green cap is not tight. The customer advised the needle sealing sticker is broken and green cap is not tight. When moving the safety sheath to prepare for collection, green cap falls off by itself, exposing the needle. Happened three times to different.

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer for review and analysis. An evaluation of the photo was conducted and the customer's indicated failure modes of broken seal and loose protectors (cap) was observed, the sample shows 2 bd eclipse devices appearing to have broken unit label seals as well as loose IV protectors; therefore, this complaint is confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure from the photo received. The root cause of the broken label seal and the loose IV protector is a machine fault within the assembly process. Bd has since implemented corrective measures directed towards the reduction of potential future occurrences. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer for review and analysis. An evaluation of the photo was conducted and the customer's indicated failure modes of broken seal and loose protectors (cap) was observed, the sample shows 2 bd eclipse devices appearing to have broken unit label seals as well as loose IV protectors; therefore, this complaint is confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure from the photo received. The root cause of the broken label seal and the loose IV protector is a machine fault within the assembly process. Bd has since implemented corrective measures directed towards the reduction of potential future occurrences. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced the i.v shields and/or protective cap coming off, exposing the needle. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that the seal was broken and green cap is not tight. The customer advised the needle sealing sticker is broken and green cap is not tight. When moving the safety sheath to prepare for collection, green cap falls off by itself, exposing the needle. Happened three times to different.